Manufacturer narrative:
Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer had a bd ultra-fine nano¿ pen needle break off in his stomach when removing the device from the site. He noted no needle sticking out of the syringe. The customer went to the doctor and then a surgeon. No x-rays were performed and the customer was advised to leave the needle in the site. The customer reported the site looks bruised.

Manufacturer narrative:
Device evaluation: result - the customer returned (1) open pen needle without the tear drop label, inner shield or outer cover. The customer states that the needle broke in the stomach during use. The returned pen needle was examined and exhibited a broken IV end of the cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of the complaints database was performed and there have been no trends identified on this lot number. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.